Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-13181.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 113 mg/dl. The customer stated that she was lying in bed when the alarm occurred; she noted that she had lied on her stomach, and she may have been pressing on the insulin pump but was unsure. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer also reported that there may have been an air bubbles anomaly that prevented her insulin pump from working correctly. Nothing further reported.